Event description:
The customer reported being hospitalized for low blood glucose of 120mg/dl. The customer stated that the insulin pump was exposed to an x-ray and she went through a body scanner at the airport. The customer stated that she felt dizzy while exiting the airplane. The customer drank a soda to lower her glucose level, but she passed out and broke three teeth. Troubleshooting was performed and the time and date were incorrect because, the customer removed the battery in attempt to turn off the device. Assisted the customer with correcting the time and date. Reviewed the settings and they appear to be accurate. The customer stated that there was less insulin on the status screen than the reservoir. Ran a displacement test and the device passed the test. Advised the customer to revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.